Manufacturer narrative:
A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device noted a jagged edge on the distal portion of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unavailable, or unchanged.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a pulmonary valvuloplasty, approximately three (3) centimeters of the performer introducer broke and separated from the sheath inside of the patient. The sheath was placed in the patient's right femoral artery through the groin; another manufacturer's balloon was being utilized through the sheath during the event. The separated piece was not retrieved during the event. Further information regarding device retrieval status will be provided upon receipt of this information. According to the initial reporter, the patient has not experienced any adverse effects due to this occurrence.